Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer fell off the bed and the touch screen became shattered. Customer is unable to navigate the screen due to the damage. Customer's blood glucose was approximately 120 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.